Event description:
It was reported that the patient with the pacemaker system, visited the emergency room (ER) due to experiencing symptoms of bradycardia and shortness of breath. During device interrogation, this right ventricular (rv) lead was observed to exhibit loss of capture (loc) and high out of range pacing impedances measuring greater than 2000 ohms. The physician programmed the lead to unipolar and ordered a non-conditional magnetic resonance imaging (MRI) to be performed. The physician determined rv lead fracture as the possible cause. A lead revision procedure was performed, this rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.